Event description:
Customer reported via phone call to have high blood glucose of 453 mg/dl, which was treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer stopped troubleshooting due to realizing that reservoir was changed without rewinding or priming insulin pump first, which may have caused air bubbles and high blood glucose. Customer was assisted in priming pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.